Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer was instructed by technical support to perform a series of actions including disconnecting tubing and delivering a bolus; however, the occlusion alarm recurred multiple times. Despite troubleshooting efforts, the cause of the occlusion could not be determined as the customer opted not to load a new cartridge. Ultimately, the customer changed supplies as needed and resumed insulin therapy.